Event description:
The account alleged that the bed has no functions and the power supply board is corroded due to fluid ingress. A patient was in the bed, the bed was being used on a surgical floor and there were no injuries.

Manufacturer narrative:
The account replaced the power supply board to repair the bed.